Event description:
New information on (B)(4) 2014 notes the atrial lead exhibited noise. The patient would be monitored with routine follow-up.

Event description:
Information received from the field does not address the patient's clinical status but notes a bipolar lead impedance of 1933 ohms and a unipolar lead impedance of 282 ohms. Since capture and sensing were good in the unipolar config- uration, the device was prorammed to unipolar.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative